Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. In the delivery liquid are small particle visible. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test: this is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. The results show that the valve is operating within the accepted tolerances. Results: first, we performed a visual inspection of the shuntassistant 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerances. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the valve was operating within the specified tolerances. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that there was a problem with a shuntassistant 2.0. The surgeon suspected that 1 month post operative the valve operated in under-drainage. Additional details of the event is not available. Patient information: age: (B)(6) months. Weight: unknown. Height: unknown. Gender: male. Date of implantation: (B)(6) 2020. Date of removal: (B)(6) 2020.